Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported loosening based on the provided information. Based on the investigation findings, the need for correction action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to loosening of the tibial tray.